Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction, no patient harm was reported. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: august 04, 2016. (B)(4).

Event description:
It was reported and depicted via photo that "after 20 minutes of setting et into patient, the anesthetist found the airway pressure of patient come higher, so change to manual breath, then suction tube can't pass et, and that's intubation obstruction. Then change another et immediately and everything is ok."

Manufacturer narrative:
Additionally, it was reported that the questioned tube was broken when pulling out. No physical sample has been received. A batch record review indicate no discrepancies could be found. The assembly records were also reviewed and did not reveal any signs of associated defects detected during the 100% inspection process. A review of the complaint trend for the past three years (2013 to (B)(6) 2016 ytd), did not find any negative trend. A photograph has been received for this complaint, which was not evaluated. However, a previous investigation associated with another complaint has been approved and completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.